Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, when using the echelon flex powered plus articulating stapler 60 mm on the patient, it failed to staple the second load. Another stapler was opened. The surgery was not delayed. The surgery was completed successfully. There were no patient consequences. There was no other medical intervention.